Manufacturer narrative:
These conditions are common and known reasons for complaints, and they are clearly characterized in the product dfu included with the implant, as stated above. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "preoperative asymmetries include areolas in different positions medially or regarding height, different breast shapes (e.g., one round and the other tuberous), or different breast sizes. These asymmetry types should be differentiated from a postoperative aesthetic difference in the two breasts produced by factors described previously, such as a fall of the fold, a high implant, or a rotation of the implant. Asymmetries caused by the implant¿s unequal fitting or by creating different submammary grooves. They can be prevented using adequate preoperative planning, correct dissection of the pockets, and comparing the two breasts after fitting the implants. It is possible that after a breast augmentation, small deformities in the wall of the thorax or a morphologic mammary disorder may become much more evident. For this reason, the predicted correction of these anomalies should be discussed with the patient before her operation". "Malposition/lateralization of a breast implant is defined as an incorrect placement during surgery or its shifting from its original position. It is also called displacement/lateralization. Malposition/lateralization has been a frequent event reported due to its multifactorial causes and it can be expected during the lifetime of the device. The implant¿s shifting can be produced by trauma, capsular contracture, gravity, or initially wrong placement. The surgeon must plan the operation carefully and conduct the surgery with a technique that can minimize but not completely evade the risk of malposition. The risk associated with this event is dissatisfaction with aesthetic outcomes". "Most women undergoing augmentation or reconstruction with a mammary implant will experience post-operatory breast and/or chest pain. While this pain usually recedes in most women as they heal after surgery, it can become a chronic problem in other women. Hematoma, migration, infection, implants that are too large or capsular contracture can cause chronic pain. Sudden, severe pain may be associated with implant rupture. The surgeon should instruct the patient to immediately report if there is significant pain or if pain persists". Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. No device return confirmation has been received so far.

Event description:
Bulgaria. It was reported that a patient had a breast surgery replacement on (B)(6) 2025 after 9 years having implants, for asymmetry, lateralization and pain.

Manufacturer narrative:
General conclusion: device involvement: a causal relationship between the reported events and the device has not been established. Event characterization: the events were classified as asymmetry and lateralization (malposition). Clinical confirmation upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported cases were not confirmed by clinical affairs. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.